Manufacturer narrative:
The technician took apart the latch assembly and cleaned and lubed it to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the side rail would not latch properly. No injury reported.